Event description:
The customer reported being admitted in the intensive care unit due to the diabetes ketoacidosis and high blood glucose of 533 mg/dl, and she was treated with an insulin drip. The customer stated that she was vomiting and had a bad headache prior her admission. Troubleshooting was performed. The customer also has fibromyalgia, which may have been the reason for the big swings in her glucose level. The time, date, settings, and programming were correct. Reviewed the alarm history and found low reservoir alarms. Assisted the customer to ran the fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. Instructed the caller to remove the cannula, and it was not bent or occluded. The customer stated that her basal rates and bolus wizard settings were correct. The customer mentioned that her hands are trembling as she suffers from anxiety attacks. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.